Event description:
It was reported that the device was unable to communicate with system maintenance software. It experienced a communication error message, "receive an error message mode switch not receive in maintenance mode" while connecting pcu 8015 to the system maintenance program. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of an error message "receive an error message mode switch not receive in maintenance mode" while connecting pcu 8015 to the system maintenance program. Pcu. Technical support - 1. Ensure that the pc unit is turned off. 2. Connect the serial communications cable to rj-45 on the pc unit. 3. Connect the communications cable to the communications port on the computer. If the computer only has a usb communications port, connect the serial cable to the usb adapter cable and connect the usb adapter cable to the computer¿s usb communications port. 4. Press and hold both the tamper switch and the system on key on the pc unit until it beeps once and the maintenance mode screen appears. 5. Press the proceed soft key. 6. Press the external communications soft key. All configuration settings are now at the pc unit settings. 7. If the system maintenance software is not running, start it. 8. Press f5 to refresh the ports. Information about the pc unit and attached modules appears in the connected devices pane. Instructed hozan to select "external communication" after selected "proceed" on the pcu8015. Hozan did so and was able to connect pcu8015 to system maintenance software successfully. Case closed. A review of the device history record showed the device had a manufacture date of 11 jun 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Technical support performed over the phone troubleshooting with the customer to determine error message, "error message mode switch not receive in maintenance mode while connecting pcu to the system maintenance program." Tech support went over the troubleshooting steps of resolving system maintenance configuration. Issue resolved. Device history record: a review of the device history record showed the device had a manufacture date of 11jun2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Event description:
It was reported that the device was unable to communicate with system maintenance software. It experienced a communication error message, "receive an error message mode switch not receive in maintenance mode" while connecting pcu 8015 to the system maintenance program. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was unable to communicate with system maintenance software. It experienced a communication error message, "receive an error message mode switch not receive in maintenance mode" while connecting pcu 8015 to the system maintenance program. There was no patient involvement.